Event description:
I used dexcom g6 the sensor I had on (B)(6) 2025 told me when I woke up my blood sugar was at 115 then my son sed lets take a finger stick the finger stick told us it was 253 then we calibrated it showed right then back down to 115 so I took other finger stick and showed on finger stick 203 showed wrong height and low blood sugar reading on android app had to eat more than I would to get it up and android dexcom g7 app keep telling us wrong lows and height ever time when finger stick didn't.